Event description:
According to the available information two brittle catheters were found. The doctor opened the packaging of both and found them hardened and when handled, it easily broke. These were found during pre-surgical inspection of the material.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report.